Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4).

Event description:
It was reported that the implant fractured at neck of implant of the implant was extracted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. However, x-ray image was provided and shows fracture on the implant collar. No pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth #30 and length of usage is unknown a device history record (DHR) review and complaint history review could not be performed, as the item and lot numbers associated with the reported product are not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complainant reported that the implant fractured at neck of implant and was extracted. The reported was confirmed. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.